Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare facility reports that within the initial iol implantation procedure of (B)(6) 2010, the posterior capsule ruptured resulting in capsular bag loss. The superflex aspheric 920h iol was fixated to the iris by suture (prolene 10/0). A posterior vitrectomy was carried out in (B)(6) 2010. Opacification on the iol was first observed by the healthcare professional on (B)(6) 2013. The superflex aspheric 920h iol was explanted from the eye on (B)(6) 2014. The silicone oil first introduced into the eye during the procedure of (B)(6) 2010, was removed from the eye during the explantation procedure. The pt has rec'd an alternative lens and their visual acuity post lens exchange is reported to be 0.01. Rayner intraocular lenses limited has been advised by a clinician that there is good evidence to show that surgery causes a breakdown of the blood aqueous barrier. Repeat ocular trauma may be attributable to the development of opacification in this case; however, this is not possible to ascertain. The explanted superflex aspheric 920h io has been retained by the healthcare facility and will be returned to rayner for analysis. As this report pertains to the development of opacification the lens will be sent to an independent third party laboratory for analysis. The results of our device analysis will be provided in a f/u report. Our review of production records for the superflex aspheric 920h iol batch (B)(4) showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (august 2009) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been rec'd against the superflex aspheric 920h iol batch (B)(4).

Event description:
Rayner intraocular lenses limited rec'd notification from the (B)(6) distributor of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the development of opacification was observed on (B)(6) 2013.